Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic scissors tip broke off inside of a patient's eye during surgery. The broken scissors tip had to be removed from the eye with the assistance of a magnet. Patient impact information is unknown. Additional information has been requested.